Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a miethke valve (article # unknown) was malfunctioned and explanted. The case was submitted with limited information to the manufacturer. The sample will be returned to the manufacturer for examination.

Manufacturer narrative:
Visual inspection during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage was determined. Permeability test: a permeability test has shown that the m.blue is permeable. Computer controlled test: to investigate the claim of malfunction, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the m.blue is operating within the accepted tolerance in the vertical position, but not within the specified tolerances in the horizontal position. An slower outflow of m.blue could be determined. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in m.blue. Results: based on our investigation results, we can determine a reduced outflow in the horizontal position and a non-adjustability at the valve. The visible deposits in the valve may have led to the functional impairment. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m.blue (#fx800t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve showed a malfunction. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years ; weight: unknown; height: unknown; gender: female.